Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('mal positioning of the device on the right/only the left essure coil was visualized') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and endometrial ablation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: essure was inserted leaving approximately 4-5 coils visualized. 10 coils were seen to be trailing. Single essure coil was identified in the right uterine cornua and fundus, and there was no identifiable coil seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: appearance is concerning for incomplete tubal occlusion on the right and mal positioning of the device on the right. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("mal positioning of the device on the right/only the left essure coil was visualized'" in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and endometrial ablation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: essure was inserted leaving approximately 4-5 coils visualized. 10 coils were seen to be trailing. Single essure coil was identified in the right uterine cornua and fundus, and there was no identifiable coil seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: appearance is concerning for incomplete tubal occlusion on the right and mal positioning of the device on the right. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.